Event description:
Review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming pulse testing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming pulse testing. Upon evaluation, u2, u3, u4 and u5 (photoms relays) were not properly switching open and closed on the defibrillator board. The cause of the incoming pulse test failure is the defective components. The root cause of the defective components cannot be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.